Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the quick release detached from the plastic where it is screwed in the infusion set. Reportedly, the pump had fallen off. Upon investigation, it was found that the tubing had detached from the tubing connector. No further information available.